Event description:
It was reported that upon receiving a remote wireless monitor transmission, it was noted that the device's lead trend data read 'invalid'. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: analysis of the device memory indicated the lead impedance data was missing/invalid.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The device was explanted and replaced 16 months later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2006.(B)(4).